Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event was reported to have occurred during the last week of (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on an unknown date. According to the complainant, during the procedure, two elastic bands successfully deployed, but the device would not release the remaining elastic bands even after the handle was turned. Reportedly, the scope with the device was removed from the patient. Then, a second speedband device was used and three elastic bands successfully deployed; however, the device would not release the remaining elastic bands. The procedure was completed at this time. Additionally, there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.